Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer's insulin pump alarmed unexpected restart error followed by a button error alarm. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the button error alarm since the button error prevented troubleshooting for the unexpected restart error alarm. The customer did not recall any significant events leading to the button error issues; however, the device alarmed while she was watching tv and the insulin pump was on her waist. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.